Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. It was noted that the patient had a mammogram previously and the left ventricular and right atrial leads were pulled back. During the revision procedure, the left ventricular lead was removed and replaced and the right atrial lead was repositioned. The patient was stable throughout the procedure.